Manufacturer narrative:
The customer's complaint that the pump rotor in the thermogard xp ivtm system (sn (B)(6)) does not rotate was confirmed during the visual inspection. The root cause of the reported complaint was a missing pin from the pump rotor cap. Upon visual inspection, no physical damage was noted. Further internal inspection revealed a missing pin from the pump rotor cap, confirming the reported complaint. During the functional testing of the returned thermogard system, the pump rotor did not rotate/turn due to the missing pin, confirming the reported complaint. The missing pin was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional test without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the pump rotor in the thermogard xp ivtm system (sn (B)(6)) does not rotate. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested. Patient use information was requested, but no additional information was provided.